Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was determined that the battery had died. The patient was walked through recharging, but had difficulty keeping bars due to return of symptoms. It was also asked if the recharger should be unplugged during thunderstorm. There was a problem with recharging, the patient got between 6-8 boxes when recharging, but with tremors, patient had difficulty keeping charger in the same place and maintaining the coupling boxes. Originally the implantable neurostimulator (ins) was off when recharging and having ins on has helped maintain efficiency boxes. The third quartile of ins battery was blinking when recharging at the time of the report. The patient was charging more than expected. A problem with the patient programmer was also noted. The patient was not able to adjust stimulation. The patient was seen by the doctor and discussed the event with a manufacturer representative. The device was reprogrammed successfully. The patient was also able to recharge successfully. It was noted that the issues may also be the security sirens that turn the device off. As well as the (B)(6) security system turned the patient off. The patient did not realize this as the charger said it was fully charged. The patient learned how to check this.

Manufacturer narrative:
(B)(4).